Manufacturer narrative:
Medtronic received the following information from the journal article entitled; "a novel technique for sutureless proximal aortic endograft revision in type ia endoleak'' nathaniel chiang, samantha m. Baird, ratheesraj ratinam and jason chuen. Annals of vascular surgery 2018; 51: 320¿323 doi.org/10.1016/j.avsg.2018.02.031. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft (diameter 28m) was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported that three years post the index procedure the patient presented with a type ia endoleak from distal migration with a sac enlargement from 50 to 55mm. A secondary procedure was carried out whereby the proximal segment of the stent graft was removed, the stent graft was redeployed within a prosthetic aortic replacement graft with an overlapping zone and the issue was resolved. It was also reported the patient presented with transient renal failure attribute to renal clamping during the secondary procedure which was resolved prior to discharge. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.